Event description:
It was reported that the external pulse generator had a flickering backlight. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Device passed all incoming functional tests. Upper case is contaminated. Lower case is broken and contaminated. Both bail covers are broken. The ring is bent. Keyboard is scratched.